Event description:
On (B)(6), 2010, the reporter/doctor contacted animas and reported that a patient attempted to commit suicide while using an unspecified animas pump. The reporter claimed that the patient intentionally injected excessive insulin and was hospitalized. The user guide warns against incorrect use of the pump potentially causing death or serious injury. The pump is contraindicated for those who do not exhibit good self-care skills. The reporter did not disclose name of patient or provide the serial # of the reported pump involved in the event. The details of the hospitalization were not provided by the reporter. The reporter wanted to know if there was a way to lock the pump with a "code" so the patient could not unlock it but the nurses could. The animas representative involved in this contact advised the reporter that the pump can be locked but not with a code. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized and had attempted to commit suicide by intentionally self-administering excessive insulin with an animas pump.

Manufacturer narrative:
(B)(4)